Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted caller with resetting the pump, which resolved the issue, allowing the customer to continue using the pump. Caller was advised to call back if the malfunction code recurs and acknowledged the instructions.